Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 10:30 pm due to high blood glucose level of 175 mg dl and was at 480 mg/dl at the time of admission. Blood glucose at the time of the call was 168 mg/dl. Customer experienced symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was wearing the insulin pump at the time of admission. Customer also reported getting no delivery alarm. Troubleshooting was performed. The insulin pump was not replaced or returned for analysis.